Manufacturer narrative:
Visual examination revealed that the irrigation luer was torn off at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the luer tube, shaft and the distal end. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter tubing separated. During an radiofrequency catheter ablation procedure to treat atrial fibrillation (af) a intellanav mifi open-irrigated ablation catheter was selected for use. The tubing joint on the catheter side got separated. An exchange of the catheter resolved the issue. The procedure was completed successfully without patient complications.

Event description:
It was reported that the catheter tubing separated. During an radiofrequency catheter ablation procedure to treat atrial fibrillation (af) a intellanav mifi open-irrigated ablation catheter was selected for use. The tubing joint on the catheter side got separated. An exchange of the catheter resolved the issue. The procedure was completed successfully without patient complications.